Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the device. Visual inspection found the distal end to be fractured. Visible artifacts on the fracture surface is suggesting a bending overload fracture. Material hardness of the slap hammer conforms to the device print specification. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: part: x31-400060 name: exact stem removal lot: 075821. (B)(6). The investigation is still in process once the investigation is complete a follow up MDR will be submitted: 0001825034-2017-03821.

Event description:
It was reported that during the surgery, when the surgeon tried to removed the stem, the distal end of the slap hammer broke into the exact stem removal. No piece fell into the patient body. The revised implants were not zimmer biomet implants. Attempts have been made and no more information regarding the patient is available.